Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this right ventricular (rv) lead received an inappropriate shock. In addition, high out of range impedances with values of approximately 150 ohms were observed. Technical services (ts) was consulted and stated as the patient has a non boston scientific device, recommendation were limited. This rv lead remains in service. No adverse patient effects were reported.